Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for high blood glucose levels over 600 mg/dl. The customer was thirsty, and was vomiting. The customer also had ketones. On the day of the event, the customer changed the infusion set, and his blood glucose levels progressively got higher throughout the day. It never occurred to the customer to change the infusion set again. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer stated that the event may have been caused by bad insulin. Nothing further was reported.